Event description:
Healthcare professional(hcp) reported a patient was injected with 1ml of juvéderm® voluma® with lidocaine and 1ml of juvéderm® volux¿ distributed bilaterally across ck1, ck2, and ck3 regions. The patient experienced tenderness and felt well immediately following the treatment. Five days later, the patient received a flu vaccination. Within 4 hours, patient developed symptoms including swelling, redness, erythema, and tenderness upon palpation initially localized to the right cheek and periorbital area. The left cheek showed milder involvement at first, but swelling, erythema, and pain later increased on that side as well. Inflammatory nodules were noted bilaterally. The hcp assessed the reaction as an immune medicated inflammatory responses likely triggered by the flu vaccine, resulting in the formation of nodules. The day after symptoms onset, the patient was prescribed a keflex and flucloxacillin for 6 days. On the following day, the patient administered 25 mg of prednisone, reporting moderate improvement. The next day, hyalase (1500 iu) was injected into the filler sites. The patient was also advised to begin taking zyrtec twice daily. However, by the next day, symptoms has significantly worsened, particularly on the left side. After consultation with physician, the patient was started on a 3-days course of prednisone 25 mg twice daily. By the following day, swelling had begun to subside, though inflammatory nodules remained, especially in the ck1 region. At next follow-ups, swelling and erythema had reduced across ck1, ck2, and ck3, though firm nodules were still present upon palpation. Additional hyalase injections were administered directly into each nodule as per physician guidance. The treatment course remains ongoing. Symptoms are ongoing. The syringe has been discarded. This is the same event and the same patient reported under abbvie complaint (B)(6). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional(hcp) reported a patient is receiving hyalase treatment every 3-5 days and has intermittently been on steroids (prednisolone) for the last 4-5 weeks. Patient was also been on a course of doxycycline - antibiotic.